Event description:
The customer contact reported a leak at the secondary port of the cassette of the tubing set. The tubing set was being used to deliver an unspecified solution at an unspecified rate. At an unspecified length of time, an unspecified secondary tubing set was connected to the clave secondary port of the cassette of the primary tubing set and was being used to deliver an unspecified chemotherapeutic agent. It was reported that the minimal amount of solution leaked from the clave secondary port of the cassette of the tubing set. No further details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to ths pt. No medical interventions were required. No add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. Documentation rec'd from the international contact indicates that info on reprocessing of the device was requested; however, the info was not obtained. This report represents all info known by the reporter upon query by hospira personnel.